Event description:
It was reported that " manta was not deployed as foot plate got dislodged while loading the device." Additional information: "micro puncture was used to gain access in the upper central common femoral artery. There was no reported calcification. Measured depth for the manta was 3.5cm."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " manta was not deployed as foot plate got dislodged while loading the device." Additional information: "micro puncture was used to gain access in the upper central common femoral artery. There was no reported calcification. Measured depth for the manta was 3.5cm."

Manufacturer narrative:
(B)(4). The customer report of the footplate being dislodged was able to be confirmed with visual inspection of the product return. The customer returned one manta closure device, the sheath, the dilator, the depth locator, and the associated packaging. Signs of use in the form of blood particulates were observed on the opened packaging. The collagen, suture, and anchor were hanging from the lumen. Analysis revealed the anchor and collagen deployed and outside of the device lumen. The device was not inserted into the sheath, and the button valve was not yet torn. No damage was seen on any part of the device. A device history record review was performed and there were no relevant findings. The product IFU states "ensure the bypass tube is fully covering and protecting the anchor". Therefore, user error is the most likely root cause of this complaint.

Event description:
It was reported that " manta was not deployed as foot plate got dislodged while loading the device." Additional information: "micro puncture was used to gain access in the upper central common femoral artery. There was no reported ca lcification. Measured depth for the manta was 3.5cm."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301564 manta 18f ce indicated no relevant non-conformities related to this lot. Therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following the initial procedure, an 18f ce manta was planned for closure in the right common femoral artery. While inserting the manta device and handle into the sheath, the bypass tube was not in place and the anchor became dislodged. The first 18f ce manta device was removed and replaced with a new 18f ce manta device (same model), deployed without issue, and hemostasis was achieved immediately. Event details reported that the bypass tube was not positioned correctly and was observed while preparing for insertion. An evaluation of the manufacturing procedures confirmed that all manta components undergo a thorough inspection under an automated vision inspection system. A full inspection is conducted to verify the presence of the bypass tube and its correct orientation over the toggle, with no related nonconformances identified. Based on the investigation, the root cause of this issue was identified as being related to the manufacturing process. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.